Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an intervention using a 2.5 x 30 mm rx trek balloon catheter, the shaft of the device was cracked [broken] and unable to be used. There was no reported clinically significant delay in procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft break could not be confirmed during return device analysis; however, the shaft was noted to be kinked. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.